Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to trunnionosis.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history record report for the femoral head shows no deviations or anomalies were noted in the manufacturing process for this lot. The part and lot information for the zmr stem and body were not returned, therefore information regarding the manufacturing process cannot be determined. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination of the reported femoral head. It was confirmed that the femoral head and cone body were used in an approved and compatible combination. Relevant medical history is not known for this patient. With the information provided, a definitive root cause for the trunnionosis reported cannot be determined with the information provided.